Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The reported leakage on the water trap (air filter) was confirmed. The water trap (air filter) was replaced, the device passed the pre-use checks and was returned to service. The replaced water trap (air filter) has been requested back for investigation. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator water trap (air filter) on the air line was leaking. There was no patient involvement. Importer ref: (B)(4). Manufacturer ref: (B)(4).

Manufacturer narrative:
The replaced water trap (air filter was received back for investigation. Visual inspection of the water trap (air filter) confirmed that the check valve was broken causing the water trap (air filter) to leak. A leakage in the water trap (air filter) on the inspiratory side of the ventilator will lead to insufficient gas supply pressure to the ventilator and this will cause the ventilator to generate several high priority alarms regarding leakage and low gas supply pressure. Our conclusion is that the reported problem was caused by a broken check valve inside the water trap (air filter). The root cause for the broken check valve has been determined from this investigation.

Event description:
(B)(4).